Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified reasons. A new aus device consisting of a 3.5cm cuff, a 61-70 cm h2o balloon and a pump, was implanted. Additional information received states the device was explanted due to the patient experiencing recurring incontinence.